Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to a cardiac arrest shortly after the implant procedure. The physician did not believe the issue was related to the device, but the procedure may have exposed the patient's underlying cardiac condition. The patient is currently in acute rehabilitation and will start using the device in the future.